Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. A complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2023-19144. It was reported that the patient presented in clinic for a follow up. Upon review it was noted that the right ventricular lead exhibited high impedance. The patient was scheduled for a revision. During the procedure the lead could not be removed from the header. The physician decided to explant and replace the implantable cardioverter defibrillator and lead. The patient was in stable condition post-procedure.